Manufacturer narrative:
Additional information: the cause of the event is attributed to a blocked stabilyse pump. Although the root cause of the blockage observed for the stabilyse pump is unknown, the unicel dxh 800 coulter cellular analysis system stopped operation and generated vcsn (volume, conductivity and light scatter for multiple angles) errors. The fse replaced the stabilyse pump to resolve the vcsn error and the customer has not reported of any further issues related to this event. Upon further investigation, it has been determined that the reported malfunction would not likely cause or contribute to a death or serious injury, due to design mitigation factors that would generate instrument errors and not provide any differential results until action is taken to resolve the issue.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a blocked stabilyse pump. The fse proceeded to replace the pump to resolve the issue. (B)(4).

Event description:
The customer reported obtaining vcsn (volume, conductivity and light scatter for multiple angles) error from the unicel® dxh 800 coulter® cellular analysis system. This report references the unicel® dxh 800 coulter® cellular analysis system serial number (B)(4); please refer to medwatch report 1061932-2014-01030 for the report of the other unicel® dxh 800 coulter® cellular analysis system (serial number (B)(4)). The customer proceeded to stop using the instrument following the error. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.